Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. X-ray imaging showed the lead had a change in position from the original implanted location. On (B)(6) 2020, the lead was explanted and replaced successfully. The patient remained in stable condition.

Event description:
New information received stated that the physician reported the lead had pulled back at the time of the event but it remained fixated in position. The hospital reported the anomaly as a lead dislodgement.

Manufacturer narrative:
The reported anomaly of high pacing threshold was not confirmed in the laboratory. Final analysis was normal. No anomalies were found.